Event description:
It was reported to medtronic neurosurgery that a strata nsc lp shunt was not staying on the correct setting and it was explanted on (B)(6) 2014. According to the report, the shunt was replaced with a strata ii valve and an ares ventricular catheter.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. Additional information received: it was reported that the patient¿s peritoneal catheter had migrated outside of the peritoneal cavity and was coiled up. It was also reported that the coiled part of the catheter was removed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.